Manufacturer narrative:
Evaluation determined that leg is bent. The likely cause of failure is inadequate preventative maintenance. It was also noted color band is faded. Date of event notification: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with no reported malfunction. It was reported that there was no patient involvement. Repair escalated to a product event on evaluation due to bent leg.